Event description:
A report was received that the patient was in a accident (not device related) and has been experiencing shocking sensations when the right lead is activated. X-ray taken showed dislodged wire that is poking the patient. In addition the lead is bent and the physician believes the shocking sensation is due to the lead being bent. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was in a car accident (not device related) and has been experiencing shocking sensations when the right lead is activated. X-ray taken showed dislodged wire that is poking the patient. In addition, the lead is bent and the physician believes the shocking sensation is due to the lead being bent. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to the following field on initial MDR: additional suspect medical device components involved in the event: model #sc-1110-02 serial #(B)(4) description: precision implantable pulse generator (ipg) additional information was received that the patient underwent a pocket revision to move the ipg to the left which resolved the shocking sensation. The leads were not touched and tunneled to the left side to the new ipg site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm.